Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and found that the system was not starting. After reviewing log file fse confirmed the issue is with grabber card. The frame grabber captures the video from the allura system. Upon further troubleshooting, fse found that there is a failure during soft startup. It starts in service mode, skipping soft and error logs are downloaded, grabbers errors are observed. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis. To resolve the issue fse replaced the flex vision pc, reloaded the software. After the replacement of flex vision pc, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not starting. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.